Event description:
Patient underwent a revision surgery approximately 1 year post a rotator cuff repair. During the revision, the surgeon noted that one of the two medial metal corkscrews had pulled out completely. During the revision, the surgeon could not determine what caused the event, but stated that poor patient compliance could have been a contributor. The surgeon pulled the metal anchor out and revised the repair with a competitor's implant. This report is one of two reports submitted for this event. This report references the metal corkscrew anchor pulling out. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the suture had been cut above the knots and there is not enough suture left to perform further testing. No visual damage is noted to the implant, and its measurements are within specifications. The cause of this event could not be determined from the information available. This is the first complaint of this type for this part/lot combination.